Event description:
International affiliate reports returned loaner kit inspection found the tip of the driver had snapped off from the instrument. It is not known when/where tip breakage occurred.

Manufacturer narrative:
Additional narrative: a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The skyline spring clip driver was returned for evaluation. Visual inspection revealed that the distal tip of the driver had fractured. Fracture analysis was then conducted on the device. This analysis found evidence of plastic deformation of the spring tips and torsional shear markings following a circular pattern. Additionally, there were no material defects or abnormalities observed in this analysis. A review of the device history record (DHR) identified no issues during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A 12 month review of the complaint trend analysis for the spring clip driver was conducted on the specific code from the complaint as any change in the geometry of the driver would change the forces placed on the tip. This analysis found no emerging trends. The root cause for the tip driver breaking cannot be positively identified. However, an optical image of the fractured surface reveals plastic deformation of the spring tips and torsional shear markings following a circular pattern. No corrective action/preventive action is required at this point as there has been no issues identified in the manufacturing or release of this device, and there have been no systematic trend. Therefore, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.